Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted. The motor test and visual inspection on the keypad connector could not be performed due to the insulin pump pending the delivery volume accuracy test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 23 mg/dl. Customer had symptom of short term memory loss and a grandmal seizure. Customer was hospitalized due to low blood glucose and dehydration. It was reported that the battery leaked, causing display screen to change colors. It was reported that insulin pump received two motor error alarms and excessive button error alarms. During troubleshooting for motor error, it was found that customer had a cat scan, but pump was in another room. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked lcd keypad connector during our visual inspection. The motor passed motor test. The insulin pump passed the displacement accuracy test.